Event description:
(B)(4). Same case as MFR ID#: 2134265-2011-02845 it was reported that post a stenting treatment procedure, myocardial infarction occurred. The patient presented at the time of the index procedure due to silent ischemia. Cardiac catheterization revealed 2 target lesions. The first was a 99% stenosed and 12mm long lesion located in the mid left anterior descending (lad) coronary artery with a reference vessel diameter of 3.0mm. It was treated with direct stent placement of a 3.0x16mm taxus liberte stent resulting in 0% residual stenosis. The second was a 90% stenosed and 12mm long lesion located in the proximal left circumflex (lcx) with a reference vessel diameter of 3.0mm. It was treated with direct stent placement of a 3.0x16mm taxus liberte stent resulting in 0% residual stenosis. The same day post index procedure, cardiac enzymes were elevated and the patient was diagnosed with myocardial infarction. There were no ischemia symptoms and no action was taken to treat this event. The event was reported to be resolved without residual effects and the patient discharged the next day on aspirin and prasugrel. It is the opinion of the physician that this event is not related to the taxus liberte stents.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).